Manufacturer narrative:
Evaluation is not possible, as the device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Although adhesions are a known post-operative surgical complication, revision details and the patient impact are unknown.

Event description:
It was reported that after surgery the patient had right shoulder increased pain, weakness, limited range of motion the event was treated with a right shoulder lysis of adhesion, manipulation under anesthesia and removal of peek anchor.